Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no deformation/damage of the channel was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below: "[inspection of the endoscope] 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "[Inspection of the auxiliary water feeding function] 1. Attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube (see figure 3.29). Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section." Olympus will continue to monitor field performance for this device.

Event description:
The company representative on behalf of the customer reported to olympus, the evis lucera colonovideoscope exhibited flooding in the connector. There were no reports of patient harm associated with the event. The device was returned and an evaluation at the repair center revealed foreign object in the auxiliary water channel. This report is being submitted for reportable malfunction found during evaluation.

Manufacturer narrative:
The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. The auxiliary water channel was flushed with water. There were no abnormalities with accessories used for reprocessing. An evaluation of the returned device could not confirm the customer allegation of flooding inside the connector. There were few additional findings during device evaluation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Due to deformation of bending tube, bending angle in upward direction exceeds the standard value. Due to wear of lock engagement lever, up/down knob could not be locked securely. Adhesive on bending section cover had a chip. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesive around objective lens is peeled. Connecting tube had a wrinkle. Paint on suction cylinder and air/water cylinder was peeled. Forceps channel port and suction cylinder was shaved. Scratches were found throughout the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.